Event description:
The facility representative contacted baxter to report an intermate that was returned form a patient after the ending part of the tube was disconnected together with the cap. The event occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This issue is being investigated under CAPA# (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative contacted baxter on 15 march 2010 to report a colleague infusion pump with a "channel select" key on the pumphead module keypad unresponsive on channel c. This event occurred on (B)(6) 2010 at an unknown process step. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. The software version is currently unknown for this device.no additional information is available.